Event description:
An eye care practitioner reported that a pt has worn focus night & day lenses for 1 year as continuous wear. After wearing a lens for 2 weeks continuously, pt reported to ecp with severe pain and no discharge, os. Exam revealed one superior peripheral corneal ulcer os. Anterior chamber reaction of faint flare and 21-50 cells noted. Gram stain culture was performed, with "many" white blood cells, no organisms, and negative culture as a result. Rx'd vigamox every hour and "cyclogyl" three times a day. Event resolved with no loss of acuity, no scarring and excellent visual outcome reported after 2 weeks of treatment. No further info is available at the time of this report.